Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the ¿no image¿ issue and the scope communication error e222 occurred due to a defective receiver mode. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that in the middle of a therapeutic laparoscopic cholecystectomy surgery the camera control unit displayed e222 scope communication errors on the screen intermittently. There was no delay in the procedure that was completed by using the same device. There were no reports of patient harm. The fse found no such issue during a site visit, but found dust deposits on the video connector of the processor. The camera and video connector was cleaned and checked and no issue occurred.

Manufacturer narrative:
The device was returned and the evaluation found there was no image with the reported issue that is due to a defective receiver module. Should additional relevant information become available, a supplemental report will be submitted.